Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgery on (B)(6) 2011 and mesh was implanted, due to menorrhagia, stress urinary incontinence and fibroids. It was reported that the patient underwent a repair surgery on (B)(6) 2017 due to bladder and bladder neck obstruction and complication. No additional information was provided.